Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 and e216 scope communication error message. There were no reports of patient harm or injury.